Event description:
The angiosculpt did not pass the guidewire. After threading the balloon on the guidewire and pushing 2 cm forward, the balloon stick on the wire and were unable to manipulate. After a moderate pull-back, the tip broke.

Manufacturer narrative:
Eval summary: visual exam of the returned catheter found that the distal tip of the catheter was detached. The detached tip was not returned. The area around the location of the detachment appeared necked. During performance testing of the returned catheter, a 0.014" guide wire inserted through the guide wire lumen moved with no issues noted. Additionally, the guide wire was able to be inserted through both the rx port and the distal end of the catheter. Thus, we were unable to confirm the reported complaint of difficulty advancing the angiosculpt on the guide wire. The distal tip detachment occurred and was detected prior to use in pt and the catheter was not used in a pt or procedure. Thus, there was no pt involvement.